Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 5. The warning occurred several times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was unable to determine the source of the leak. Multiple attempts were made to gather missing details, but no data was provided. There is no indication that the cycler set will be returned as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 5. The warning occurred several times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was unable to determine the source of the leak. Multiple attempts were made to gather missing details, but no data was provided. There is no indication that the cycler set will be returned as a sample product.